Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received dilaudid 3.0mg/day; 0.15mg/day in an implantable pump for pancreatitis and non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. During a pre-operation procedure normal battery replacement, the catheter was not flowing during a catheter access port test. Clarification indicated the hcp accessed (aspirated) the catheter access port and did not "be" flow back. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter and pump were replaced on (B)(6) 2018. The issue was considered resolved as of (B)(6) 2018. No symptoms were reported. The catheter and pump were both discarded. The patient status was indicated to be alive with no injury. No further complications were reported/experienced.